Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instrument was fractured. There was no patient involvement. No adverse events have been reported as a result of the malfunction.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The returned device exhibits signs of repeated use and the post feature has fractured off. All pieces were returned. DHR was reviewed and no discrepancies were found. Root cause could not be determined with information available as frequency of use is unknown, a condition of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.